Event description:
It was reported that the device was used during a general surgical procedure that first clip was fired on the cystic duct and twisted, the second clip ejected, the third clip malformed; the device was removed from the pt and then fired for a fourth time and ejected, then fired again and worked properly. The doctor did not want use the product therefore it was discarded and a new device was opened to complete the case. Device was discarded.